Manufacturer narrative:
E1: patient city: cambridge. Patient country: canada. Establishment name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Post office or zip code: 91325¿1219. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced infusion set fell off due to tape not sticking due to patient was sweating a lot which led to not glue in the infusion set and the set used for one - three days on (B)(6) 2026.